Event description:
It was reported that during ci implantation surgery, the implant was tested, and the intra-operative measurements showed good results. The first fitting took place on (B)(6) 2012. During this appointment, the connection to the implant was at 0%.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.